Event description:
The rptr stated that she did back to back blood glucose tests, within 10 minutes, using different finger sticks. She stated that the results were 300, 400 and 120 mg/dl. She did not have any symptoms. The rptr said that she cleans her teststrip holder with control solution. At the time, however, she did not have any control solution available for testing.